Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was kept by the facility. Additional information was received that the reason for explant was due to charging issue.